Manufacturer narrative:
The manufacturer previously reported type of reportable event as injury in section h1. After review, it was determined type of reportable event should have been serious injury. Section h1 updated in this report.

Manufacturer narrative:
After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section b1, b2 and h1 has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information through mw5109727 alleging a ventilator inoperative condition occurred. The patient unable to breath and the patient required to manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.